Manufacturer narrative:
Initial reporter email address not available. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation indicates that the field engineer did not follow the service procedure. The service procedure was reviewed and all required mitigations were met. The procedure requires the dock motor to be moved out of the magnet room prior to component replacement. Due to the site's time constraints, the motor dock was kept in the magnet room. The motor dock became attracted to the magnet and the field engineer's palm was injured between the magnet and the ferrous object. The field engineers have been trained in magnet safety. All required safety mitigations were present. There was no malfunction of the system. Safe servicing and handling procedures have been reiterated with the field engineers. No further action is required at this time.

Event description:
It was reported that while ge healthcare field service engineers were replacing a dock motor, the dock motor became attracted to the magnet pinching the left fourth finger of one of the field engineers. The field engineer underwent x-rays where it was confirmed that he sustained a fracture of the distal phalanx of the left fourth finger. The field engineer underwent minor surgery to remove the piece of bone and to smooth the edges of the fractured phalanx, and received stitches to close the wound.